Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the device not working. The doctor suspects that the device stopped working after the patient had another medical procedure done on his abdomen and damage was done to the implant. The patient had a medical emergency in which the device was lacerated and caused the ipp to leak. Upon explant there was visible damage and a hole in the body of the reservoir. No patient complications were reported.